Event description:
It was reported the customer was experiencing low blood glucose of 1.9mmol/l. Customer's mother reported was unable to upload to carelink. Assistance was provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.